Event description:
It was reported that a patient underwent a left total knee arthroplasty on (B)(6) 2013. Upon opening the femoral component it was noted that one of the pegs had fractured off of the implant and was loose in the package. The femoral component was used to complete the procedure. No further information has been provided to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date ¿ unknown.